Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be provided in our follow-up report.

Event description:
It was reported in the user facility report that there has been of an unusual (juttering / rattling) noise from around the expiratory block area of the ventilator. At the same time monitoring values of the ventilator for mve and associated values become erratic with associated alarms. No injury, device removed from use, replaced with an operable other.

Manufacturer narrative:
The log file of the affected device (ashb-0198) and the exchanged flow sensor cable was provided for the investigation. The logged entries indicate that the reported problem can be related to an impaired flow measurement. Thus, the returned flow sensor cable was analysed. No obvious contributing damage to the contacts could be identified during a visual inspection. Therefore a detailed analysis of the flow sensor cable including an electrical conductivity test was performed. The results show that the internal electrical resistance of the cable was temporarily fluctuating. This electrical contact problem can result in a fluctuating tidal volume and the reported noise. This may be attributed to abrasion or residues brought into the connector over the time. In case of a fluctuating tidal volume, the device generates a visual and audible alarm when exceeding the set alarm limits as reported by the user. An ongoing ventilation is not stopped. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please see initial report.